Event description:
After the catheter was connected to the monitor, the first screen did not change to the second screen. The physician replaced the catheter with a new catheter, however the first screen still did not change. The monitor is being returned for eval. No pt injury was reported.